Event description:
A philips field service engineer (fse) reported that while performing maintenance activities, the "in" button on the gantry control panel was sticking engaged. The fse confirmed there was no harm to a patient, operator, or bystander due to this issue. Maintenance activities occur with no patient involvement. The fse replaced the right front and right rear gantry control panels to resolve this issue.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).